Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a bilateral case of diffuse lamellar keratitis (dlk), greater in the right eye than in the left eye, post lasik treatment. Reporter indicated topical steroid eye drops were increased for both eyes, and cultures were taken of the right eye with negative growth reported. Collagen punctal plugs were inserted in the lower lids due to superficial punctate keratitis(spk) observed at post op exam. Reporter additional indicated decreased visual acuity was reported by the patient at four days post op visit. Upon follow up, reporter indicated patient was improving and was off the tapered topical steroid dosage, but is continued to be monitored. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.